Manufacturer narrative:
Additional information was received that manual ventilation was still working and available. There was a leak below 750ml which was insufficient to affect ventilation. The initial report was not hazardous and was not a reportable malfunction. H3 other text : additional information was received that manual ventilation was still working and available. There was a leak below 750ml which was insufficient to affect ventilation. The initial report was not hazardous and was not a reportable malfunction.

Manufacturer narrative:
Unique identifier: (B)(4). No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The manual bag was replaced to resolve the reported issue.

Event description:
The hospital reported a malfunction causing a loss of manual ventilation. There was no report of patient involvement.